Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. This patient was also filed under MFR#s 2024168-2018-05564.

Event description:
Subsequent to the previously filed report, additional information was received that the anterior mitral leaflet became torn after deployment of the first mitraclip (this first mitraclip was filed under MFR# 2024168-2018-05564.) A second mitraclip (lot 80504u130) was deployed and tore the posterior mitral leaflet. No further treatment was performed. Both clips are well attached to one leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet damage after deployment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). After the mitraclip was deployed a hole was noted on the mitral valve leaflet at the end of the clip arm. There were no device issues. The mitraclip remained stable and well seated on the leaflets. A second mitraclip was implanted to treat the hole. The procedure was completed with mr grade 2. No additional information was provided.